Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
The initial clot was located in the left m1 middle cerebral artery (mca). Four passes were made with the first retrieval device (subject device) and one pass with the second retrieval device in attempts to retrieve the clot. Successful reperfusion of the left mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. During the procedure prior to the first retrieval device was used, a thrombus was noted in the left a1 anterior cerebral artery (aca). The left a1 aca remained occluded after the procedure. The next day the patient experienced large left mca territory infarct with left to right midline shift and mild left uncal herniation with cerebral edema throughout left hemisphere. An intra-venous mannitol was given to the patient to treat the complication. The patient condition continued to decline and three days post procedure, the patient died. It was reported that the left to right midline shift and mild left uncal herniation with cerebral edema was related to the severity and progression of the left mca index stroke. The cause of death was cerebral edema from progression of the left mca index stroke. The physician stated that the reported event was unrelated to the devices; however, it is unknown if the procedure caused or contributed to the adverse event and subsequent patient¿s death.

Manufacturer narrative:
Additional information received on 25-may-2017 informing that the ae cerebral edema (evolving left mct territory infract with left to right midline shift and mild left uncal herniation) which resulted in death was adjudicated by the clinical events committee (three physician experts in the field). They concluded that the death was unrelated to the procedure and unrelated to the device but was related to the index stroke which presented before the procedure. Based on review of this information, the manufacturer has determined that this event no longer meets the requirement of the reportable event for the device in question.

Event description:
The initial clot was located in the left m1 middle cerebral artery (mca). Four passes were made with the first retrieval device (subject device) and one pass with the second retrieval device in attempts to retrieve the clot. Successful reperfusion of the left mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. During the procedure prior to the first retrieval device was used, a thrombus was noted in the left a1 anterior cerebral artery (aca). The left a1 aca remained occluded after the procedure. The next day the patient experienced large left mca territory infarct with left to right midline shift and mild left uncal herniation with cerebral edema throughout left hemisphere. An intra-venous mannitol was given to the patient to treat the complication. The patient condition continued to decline and three days post procedure, the patient died. It was reported that the left to right midline shift and mild left uncal herniation with cerebral edema was related to the severity and progression of the left mca index stroke. The cause of death was cerebral edema from progression of the left mca index stroke. The physician stated that the reported event was unrelated to the devices; however, it is unknown if the procedure caused or contributed to the adverse event and subsequent patient¿s death.

Event description:
The initial clot was located in the left m1 middle cerebral artery (mca). Four passes were made with the first retrieval device (subject device) and one pass with the second retrieval device in attempts to retrieve the clot. Successful reperfusion of the left mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. During the procedure prior to the first retrieval device was used, a thrombus was noted in the left a1 anterior cerebral artery (aca). The left a1 aca remained occluded after the procedure. The next day the patient experienced large left mca territory infarct with left to right midline shift and mild left uncal herniation with cerebral edema throughout left hemisphere. An intra-venous mannitol was given to the patient to treat the complication. The patient condition continued to decline and three days post procedure, the patient died. It was reported that the left to right midline shift and mild left uncal herniation with cerebral edema was related to the severity and progression of the left mca index stroke. The cause of death was cerebral edema from progression of the left mca index stroke. The physician stated that the reported event was unrelated to the devices; however, it is unknown if the procedure caused or contributed to the adverse event and subsequent patient¿s death.

Manufacturer narrative:
Correction: catalog # - corrected. The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Brain midline shift, brain herniation with cerebral edema and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.